Event description:
It was reported that the patient is able to hear less and less. The impedance values are very high with many electrode channels hi. It is only possible to stimulate with 4 of the 12 channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.